Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that the patient's right knee was revised due to a loose femoral stem.

Manufacturer narrative:
An event regarding loosening involving a triathlon stem was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned -medical records received and evaluation: a review of the provided x-ray by a clinical consultant indicated: rejected for medical review: provided x-ray does not confirm the reported event. Need operative reports, clinical/office notes, histopathology reports, serial x-rays and examination of the explanted components. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's right knee was revised due to a loose femoral stem.